Event description:
It has been reported that during the procedure this device leaked. Reportedly, the leak occurred at the side arm of the device. The device was removed & replaced. The pt is reported as fine & the device is being returned for analysis.